Event description:
It was reported that the lead integrity alert (lia) was triggered for lead impedance out of range. It was noted that superior venacava (svc) impedance is fluctuating and high. The lead remains in use. No patient complications have been reported as a result ofthis event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).